Manufacturer narrative:
The unit passed functional testing including self test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The unit functioned properly. No discoloration on screen was noted during testing. The following physical damage was noted: minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that two-thirds of her insulin pump display was distorted due to discoloration; the colors would mix and become cloudy. The patient's blood glucose at the time of incident is unknown; however, she had experienced blood glucose values in the 400 mg/dl and 500 mg/dl ranges. The customer did not provide information regarding the treatment of her high blood glucose. The insulin pump was not dropped or bumped. The insulin pump was returned for analysis.